Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator was not charging the battery. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator was not charging the battery. The rse informed the customer, that the v200 is no longer being supported and was considered end of life. The rse also informed the customer, that the battery should be replaced after 2.5 years. The customer was provided with the part numbers for the parts; however, the parts (battery, power supply) needed for repair are no longer being sold by philips. The customer was provided with a letter that documents the end of support for the v200 ventilator.